Event description:
It was reported that this device was checked prior to the patient having a medical procedure. During interrogation, the programmer had a red screen indicating a patient data alert from the device. The implant date and the electrode model/serial numbers were missing. Technical services reviewed the device downloaded data and confirmed the patient data error was benign. The patient information can be reprogrammed into the device. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.